Manufacturer narrative:
Additional information received indicated that a tandem clinical diabetes specialist had contacted the customer and a different type of infusion set was to be used and recommended to try different infusion site locations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. During troubleshooting with tandem customer technical support (cts), the customer received a valid fill tubing alert after loading a new cartridge and infusion set tubing; the customer had forgotten to resume insulin delivery. Cts reviewed the function of the alert with the customer.